Event description:
It was reported that the right ventricular (rv) lead was explanted due to the lead dislodgement. The lead was pointing straight down on the diaphragm. There was a lead noise, and the physician chose to replace due to the position of the lead. Subsequently a new rv lead was successfully implanted. No additional patient adverse effects were reported. The lead is expected to return for analysis.